Event description:
This pt had a total left knee arthroplasty in 1995 and was doing well until sometime in july 2003 when pt fell on their left side. Since that time pt has had increased pain. X-rays were taken and noted a fracture of the lateral aspect of this tibial component.